Event description:
The pt presented in 2004 with signs of a baclofen overdose. These included seizure, respiratory depression, vomiting, hypotonia, drowsiness, unresponsiveness, hypotension, and bradycardia. The pt was treated in the e.r. And admitted to the intensive care unit. Pt was given atropine 0.5mg, intravenous dilantin and antibiotics and add'l fluids. The itb pump was decreased. The pt had been on a bolus every 2 hrs - this was changed to a simple continuous rate. While in the ICU, the pt also experienced hallucinations and delusions. The pt was in the ICU for 24 hrs and then discharged on oxygen to use at night. The pt is reported to continue with the side effects of altered mental status and hallucinations/delusions. The hcp has done an MRI to rule out hydrocephalus which was reported as negative. A catheter x-ray was done that verified the catheter placement. Labs drawn to rule out a metabolic disorder were negative. The itb has been descreased to provide the pt with a drug holiday and to rule out a baclofen sensitivity. A neurologist consult has been scheduled. "As of 2004, the plan is to taper the itb by 20mcg every 24 to 48 hrs as long as pt is not experiencing any signs/symptoms of withdrawal."